Manufacturer narrative:
The investigation into the low pump flow and the thrombus issues has been completed since the original report was filed. The pump was returned, tested, and evaluated. Visual inspection found biomaterial inside the pump housing & the purge gap. The root cause of the low flow was biomaterial ingestion.

Event description:
It was reported that an impella 5.5 pump was placed to support a patient post surgery. The patient had suffered shock post surgery and the intra-aortic balloon pump (iabp) placed was not sufficient support. The pump experienced flow alarms and all lines were thrombosing so after 121 hours the pump was removed and replaced. The team placed a new impella 5.5 after bleeding. No lasting harm or injury. The second impella 5.5 pump supports to date.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.